Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced irritable bowel syndrome, rectocele, weakened anal muscles and leakage on occasion, difficulties with bowel motions, constipation, urinary incontinence, cystocele, dyspareunia, adhesions, endometriosis, pelvic tumours or fibroids, vaginal pain, uterine prolapse, vaginal vault prolapse, pain, emotional changes, impairment of activities, staphylococcus aureus, vaginal discharge, urinary infection, loss of libido, urinary urgency, nocturia, prolapse, genitourinary syndrome of menopause. Post-operative patient treatment included revision surgery, medication, anal tear surgery, hysterectomy, hospitalization, testosterone replacement.